Manufacturer narrative:
Aso received returned samples and evaluated the product for adhesion performance. In addition, aso reviewed records of biocompatibility test data.

Event description:
When removed it took some skin where the adhesive had been and left a burn like a wound.